Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -10.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise was observed. On (B)(6) 2022, the lens was exchanged for a same mode and size but different diopter lens. The replacement lens resolved the problem. Cause reported as user error. Device did not fail to perform as intended.

Manufacturer narrative:
Additional information: d9:(B)(6)2022. Device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found haptic broken and residue on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).